Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three weeks after the implant procedure the implantable cardiac monitor (icm) patient experienced shock and that the implant site was "red, inflamed and painful to the touch". Patient was given antibiotics. It was further reported that the device could be seen "in the chest". The device was explanted. No further patient complications have been reported as a result of this event.